Event description:
Per the clinic, it was reported that the patient experienced tenderness at the implant site in may 2021 and was treated with oral antibiotics (specific date and duration not reported). In june 2021, the patient experienced drainage at the implant site and was treated with topical antibiotics (specific date and duration not reported). Subsequently, in may 2022 (date not reported) , the patient experienced exposure of the receiver/stimulator and underwent a revision surgery in october 2022 (date not reported) in order to repair the site. The patient also experienced bacterial infection exposing the device for the second time. The patient was again treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on january 06, 2023.

Manufacturer narrative:
This report is submitted on march 06, 2023.